Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while she was sleeping; she rewound and primed and went back to sleep. The next morning she woke up with blood glucose value of 350 mg/dl and had large ketones. She tried to bolus and received another no delivery alarm. She changed the set but the alarm happened again. The customer then called the doctor who advised not to go to the emergency room and she reverted to manual injections for three days. The customer stated that she changed the set because she was wearing a leotard and thought it may have been pressing the set. She mentioned that she had gone through three infusion sets trying to troubleshoot the issue. The infusion sets were replaced. The insulin pump will not be returned for analysis.